Event description:
Complaint alleges: capio bullet popped off capio suture and was lost. It is unknown if it was left in the patient. However, the procedure was completed. No patient injury reported.

Manufacturer narrative:
Device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determinate the root cause. However, manufacturer will continue to monitor and trend similar complaints.